Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. The evq was disassembled and a visual inspection was performed, contamination of the hot wire element and thermistor was found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported that root cause was isolated to the contamination due to customer mishandling. The preventative maintenance section of the 980 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator registered higher exhaled tidal volume readings than expected based on the ventilator settings. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found diagnostic codes relevant to the reported incident recorded in the ventilator memory logs and found contamination within the exhalation flow sensor (evq). The se replaced the evq and performed extended self-testing on the device. All tests passed.